Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The returned flexima biliary delivery system was analyzed, and a visual evaluation noted that the guide catheter was kinked/bent in several locations; also, it was stretched and broken at the proximal section. The push catheter was kinked/bent in some locations. The suture hole was torn and the suture was detached and it was not returned for analysis. No other problems with the device were noted. The reported event was confirmed. Upon analysis, it is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to kink/bend the catheters, user technique when the device is removed from its package or advancing the device through the scope can kink the catheters. This condition can cause friction between the components at kinked/bent areas in the catheters. Continued attempts to release the stent or force retraction of the guide catheter in order to release the stent can result in guide catheter stretching and breaking. Additionally, the suture hole torn indicates that the suture was properly placed and it was submitted to tension forces resulting in tearing the suture hole. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device was unable to be performed as lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event.

Event description:
It was reported boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was found that the guide catheter became stretched. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "no patient injury". Investigation results revealed that the guide catheter was detached/separated, therefore this event has been deemed an MDR reportable event.